Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about two months post implant the right ventricular (rv) lead showed a sudden change in impedance, sensing, and thresholds values. It was noted that the rv lead exhibited unstable thresholds, high impedance, low impedance, oversensing, and undersensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.